Event description:
The ipg was to be repositioned to the abdomen. When the buttock was opened, a wound infection was present at the ipg site. The ipg was removed and the lead left in-situ. A culture was taken which yielded no growth. Antibiotics were administered and the patient recovered. It was planned to implant a new device when the patient was cleared by infection control.